Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a wire popped when applying a clip using large hem-o-lok clip applier. No fragments fell into the patient. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clip applier cable broke while attempting to apply the clip. The robotic coordinator stated that the surgeon had the wrists at extreme angles when attempting to clip. Robotic coordinator recommended straightening the wrist before applying the clip, but the surgeon denied that resolution. No fragments fell into the patient. The procedure was completed robotically with the back-up clip applier instrument. There was no harm or injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lock clip applier instrument for analysis. Failure analysis investigation replicated/confirmed the customer-reported complaint. The instrument was found to have a loose grip cable at the distal end. The instrument was found to have a broken grip cable at the proximal end. Additionally, the instrument was found to have dried residue around the clamping pulley cable groove. The complaint was confirmed based on the field evaluation..